Event description:
Procedure type: colectomy. According to the reporter: a trend of four pts having anastomotic leaks required them to return to the operating room for repair of the leaks.

Manufacturer narrative:
(B)(4).